Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that patient experienced skin infection event on (B)(6) 2026, as the customer stated that he had redness at insertion site. The patient was treated with cream and antibiotics. No further information is available.